Manufacturer narrative:
This report is being filed on an international product list 7c18, that has a similar us product distributed in the us, list 1l82. Patient information: patient identifier of multiple is sid (B)(6) is a (B)(6) male and no sid provided for patient 2 is a (B)(6) female. No race/ethnicity was provided for either patient. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The customer observed (B)(6) architect anti-hbs on 2 patients with no (B)(6) vaccination history. Sid (B)(6) generated (B)(6) architect anti-hbs of (B)(6). Patient 2 generated (B)(6) architect anti-hbs of (B)(6). No patient impact to management was reported.

Manufacturer narrative:
A review of tickets determined there is normal complaint activity for lot 06340fn00. A review of tracking and trending determined no trends were identified for the issue for the architect anti-hbs reagent. Performance of the architect anti- hbs reagent lot 06340fn00 was evaluated using worldwide field data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 06340fn00 is within the established control limits, therefore, no unusual reagent lot performance was identified. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and found to adequately address the customer issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 06340fn00 was identified.